Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/27/2016 with the following findings: the complaint of intermittent audio was unable to be duplicated. Upon activation, the pump audio measured within specification. All audio settings were set to high except the temperature basal which was set to low. The pump was opened to find no defects. Unrelated to the original complaint, a crack was found between the case seal and the keypad cover.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.